Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and discussed stored data. Ts discussed programmed settings as well as troubleshooting options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating a treadmill test was performed and the device sensing vector was reprogrammed with no t-wave oversensing noted. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and discussed stored data. Ts discussed programmed settings as well as troubleshooting options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.